Event description:
Customer reported poor recovery of digoxin assay on au640 analyzer. Patient samples were reported as falsely elevated by up to 2 times actual value. A patient with an incorrect value of 3.6 ng/ml was admitted to the hospital for treatment of pneumonia symptoms. However, the physician indicated that the digoxin value had no impact on the treatment provided or on the patient outcome. Treatment based on the digoxin values was limited to monitoring of the digoxin levels during hospital stay for treatment of penumonia symptoms.